Event description:
It was reported that the two 4.0x16 mm graftmaster stents were used for treatment of a perforation that occurred in the proximal left anterior descending (lad) artery during use of two nc trek balloons. The balloons were being used in a kissing balloon technique to post-dilate two non-abbott stents. Although the graftmaster stents were deployed overlapping successfully, they did not seal the perforation. The patient went into cardiogenic shock. Pressor therapy was utilized. An intraaortic balloon pump was placed, and an attempt was made to perform pericardiocentesis which failed. A sternotomy and pericardial evacuation was performed, followed by cardiac massage. Endotracheal intubation was carried out. Defibrillation was performed on multiple occasions for recurrent ventricular fibrillation. The patient was prepped and transferred emergently to the operating room for full surgical exploration for any potential continued bleeding and probable grafting. The patient was well post-surgical procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: prowater; stent: 2.5x8mm xience xpedition, 4.0x16mm promus premier (2). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for stent graft leak reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling and the treatments appear to be related to the operational context of the procedure. The additional graftmaster and nc trek devices referenced are being filed under separate medwatch reports.